Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the nozzle unit on air gas module was found defective. The maintenance kit 5000h (including air nozzle unit) was replaced. The issue has been resolved and the device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Evaluation of received device's logs, confirmed the claimed pressure transducer test failure. Our conclusion is that the nozzle units were the cause of the failure. However, the root cause to why the parts failed have not been established as the replaced parts were not returned for investigation.

Event description:
Manufacturer's ref. #: (B)(4).